Event description:
(B)(4). The dentist reported almost 2 years after the dental implant was installed in the patient's mouth it was verified its non osseointegration. 20 ncm of primary stability was achieved and immediate load was not performed. Patient had low bone quality (bone type IV) and bone graft was not executed.